Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a device from another manufacturer exhibited high out of range shock impedance measurements. Boston scientific technical services suggested testing the system with commanded shocks is the physician was questioning lead integrity. The lead remains in service. No adverse patient effects were reported.